Manufacturer narrative:
Unit was received with no up and down button response due to corroded up and down keypad traces.

Event description:
The customer's nurse reported via phone that the insulin pump alarmed button error. The alarm failed to clear. The customer was hospitalized. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
It was reported the device had malfunctioned but did not contribute to a reportable serious injury.

Event description:
It was reported that the customer was hospitalized; however, it was also reported the hospitalization was not related to the insulin pump.